Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. The mother states the customer was trying to set up new set with my insulin pump and a message appeared as insulin flow blocked and it was unable to fill the reservoir with insulin. The product was returned for analysis.